Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implanted pump. The indication for pump use was rsd/causalgia-complex regional pain syndrome and non-malignant pain. It was reported that the patient¿s body seemed to keep on rejecting the device. The patient was thinking about getting it removed. Additional information was received from the health care professional via the manufacturing representative on (B)(6) 2017 indicating that the pump had been dry for some time and they had saline in the pump when the new doctor took over this patient's care; pump was filled with drug on (B)(6) 2017. No further complications were reported/anticipated.